Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-30. H6: investigation summary: customer returned (5) loose 0.3ml bd insulin syringes. Consumer reported found 6 syringes when removed the needle shield needle hub assembly removed with it. All 5 returned samples were examined, and it was observed that 1 syringe exhibited a separated needle hub/shield assembly; no damage to the barrel tip was observed on this syringe. The remaining 4 syringes did not exhibit hub separation; the cannula shields for these syringes were able to be removed properly. A review of the device history record was completed for batch # 0090638 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted for out of spec shield pull. CAPA pr1630423 has been opened to address this issue. H3 other text : see h10.

Event description:
It was reported that 6 syringe 0.3ml 8mm 90 bx 450 mo separated from the hub during use. The following was reported by the initial reporter: "it was reported hub separates. Verbatim: consumer reported found 6 syringes when removed the needle shield needle hub assembly removed with it. Lot # 0090638; catalog# 328291; date of event unknown. Sample status awaiting sample for 4 out of the 6 found."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 6 syringe 0.3ml 8mm 90 bx 450 mo separated from the hub during use. The following was reported by the initial reporter: "it was reported hub separates. Verbatim: consumer reported found 6 syringes when removed the needle shield needle hub assembly removed with it. Lot # 0090638. Catalog# 328291. Date of event unknown. Sample status awaiting sample for 4 out of the 6 found"